Manufacturer narrative:
An event regarding loosening involving an unknown gmrs stem was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: "confirmation of event: a review of the provided medical records by a clinical consultant indicated: "I can confirm that this patient underwent a distal femoral replacement at some point in the past and now has developed symptoms and findings consistent with loosening of his cementless femoral component since I was able to review x-rays with the implant in place. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of loosening of a cementless distal femoral component are multifactorial including initial surgical technique, initial stability, and patient factors including host bone condition, activity level, lifestyle and bmi. I would not assign any causality to the implant itself. N.b. Any and all explanted parts or prostheses should be submitted to stryker engineers for complete metallurgical and/or microscopic evaluation and analysis." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to loosening of the femoral stem. A review of the provided medical records by a clinical consultant indicated: "I can confirm that this patient underwent a distal femoral replacement at some point in the past and now has developed symptoms and findings consistent with loosening of his cementless femoral component since I was able to review x-rays with the implant in place. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of loosening of a cementless distal femoral component are multifactorial including initial surgical technique, initial stability, and patient factors including host bone condition, activity level, lifestyle and bmi. I would not assign any causality to the implant itself. N.b. Any and all explanted parts or prostheses should be submitted to stryker engineers for complete metallurgical and/or microscopic evaluation and analysis." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
The following information was provided: as per pss implant request: pain due to orthopedic devices. Loose 19mm press-fit stem which is the largest diameter offered. Need for pressfit stem >19 due to previous pressfit stem implanted. Left side. Planned surgery date (B)(6) 2023. Left side.